Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Physician used evercross pta balloon catheter along with non medtronic 7fr sheath and .035 guide wire to treat a none calcified soft tissue lesion in the right proximal iliac common artery. The vessel diameter was 8mm and severely tortuous. Negative prep was performed. A non-medtronic inflation device was used with inflation fluid. There was no damage noted to packaging and no issues noted when removing the device from the hoop/tray. The device was prepped per the IFU with no issues identified. It was reported that the balloon was used to treat the aortic bifurcation to help crossover kissing stents. The balloon was inflated to 6-7atm and it burst. The balloon is thought to have gone through a stent strut and upon removal was caught on strut. Make and model of previously deployed stent is unknown. The balloon tip was detached during removal and snare used to remove detached component.

Manufacturer narrative:
Product analysis: the evercross was returned with no ancillary devices. The evercross was returned and observed the catheter was fractured apart at the balloon segment of the catheter. A radial balloon burst was observed. The distal portion which fractured off was approximately 4.5cm long. The distal and proximal marker bands were identified. At the proximal marker band, the catheter shaft was buckled and evidence of a ductile fracture. A portion of the balloon was returned which was approximately 1.5 cm was noted. The proximal segment of the catheter showed approximately 1.5cm of the proximal area of the balloon attached. The balloon burst was radial. Image review: the customer provided 3 cine images from the procedure. The images have been evaluated. The evercross device was not identified within the vessel however, implanted stents placed in succession next to one another were identified. The tantalum markers of the distal and proximal edges of the stents were identified. An inserted guide wire was also identified within the vessel. If information is provided in the future, a supplemental report will be issued.